Event description:
Complainant reported they believe laser was not functioning properly and determined to pull it out of service until a technician could look at it. Complainant reported they believe the laser caused excessive bleeding during 2 holeps. Attendee believed it was related to a fw updated which had been done the day prior. Procedure was completed as bipolar was used to control bleeding. Patient was admitted overnight.